Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: device photograph(s) for the device related rupture reviewed on 03-jan-21 visual analysis of the photographs a device with an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. Rupture was diagnosed MRI scan. The device has been explanted. Device will not be returned.